Event description:
A (B)(6) y.o pt with stage 2 adenocarcinoma of the descending colon presented to the cancer center for his 8th cycle of chemotherapy. The pt was given fluorouracil ( 5-fu) 900mg via IV push. He was then connected to a curlin pump to infuse 5-fu 5496mg over 46 hrs. Initially, the pump did not start infusing after being connected. The nurse restarted the pump, and then it began to infuse. The pt was discharged home in good condition and instructed to return to the center two days later. Approx 1 hr after being discharged, the pt returned to the center noting that the pump was beeping. Staff assessed the pump and discovered that the medication bag was empty. The settings were assessed and noted to be correct, but the entire contents of the bag had infused over one hr. The cadd pump was removed from service. The pt was immediately assessed by the nurse practitioner. The pt's only complaint was feeling cloudiness in mentation. The nurse practitioner notified the cancer center pharmacist who recommended the pt be sent to the emergency dept. The pt was transferred to ed via ems and the nurse practitioner reported off to the ed attending. The pt was treated with IV fluids and the ed attending contacted poison control. The toxicologist recommended the pt be admitted to the hosp to receive an antidote, viscogard, 10 grams every 6 hrs for five days. The case was discussed with the hosp who felt the pt should be transferred to a hosp with an in-house poison toxicologist. The outside hosp was contacted and accepted the pt who was then transported via ems. The event was reviewed by medical oncology and radiation leadership. The case was referred to corporate pt safety to conduct an rca. The device was interrogated by the MFR who performed various tests. Although the pump passed diagnostic testing, a failure analysis confirmed that the pump failed, and delivered the dose at too high a rate.